Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, since it is not related to the device. No further actions are required, as no manufacturing issues are observed. Visual analysis of the photographs identified, it is not possible to determine, the lot number or catalog number through the photos provided. Capsular contracture: unable to observe, since it is not related. No additional observations are performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Patient reported, they have "no noticeable symptoms". However, would be undergoing a MRI to investigate their implants. The MRI found, "liquid deposit on the boarders of implants". The patient also reported, capsular contracture, (unknown baker grade). The device has been explanted. This relates to the right side device.

Manufacturer narrative:
The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient reported they have "no noticeable symptoms" however would be undergoing a MRI to investigate their implants. The MRI found "liquid deposit on the boarders of implants". The patient also reported capsular contracture (unknown baker grade). The device remains implanted. Previous medwatch submission noted rupture. Upon further information, allergan has determined that the event of rupture did not occur. This relates to the right side device.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "ultrasound performed recently which showed streaks possibly indicating a right side device rupture". Device remains implanted.